Event description:
It was reported that the patient experienced "left chest rib tic situation" everyday since the device was implanted. A device check was carried out, in which the device was reprogrammed and the "tic situation" disappeared. It was noted that the patient then experienced dizziness symptoms after the reprogramming. Follow-up is unable to provide further information at this time and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).